Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm the customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed another insulin flow blocked after a 5 unit fill tubing was delivered. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return or analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.